Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through manufacturing review and medical records, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The pain was likely caused by the patient's pes bersitis, however, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had continued pain due to pes bursitis approximately one year post implantation. No additional patient consequences were reported.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01191 - 1, 0001825034 - 2019 - 01192 - 1, 0001825034 - 2019 - 01221 - 1, 0001825034 - 2019 - 01223 - 1, 0001825034 - 2019 - 01224 - 1, 0001825034 - 2019 - 01225 - 1, 0001825034 - 2019 - 01226 - 1, 0001825034 - 2019 - 01227 - 1, 0001825034 - 2019 - 01228 - 1, 0001825034 - 2019 - 01229 - 1, 0001825034 - 2019 - 01230 - 1.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical product: vngd ssk psc tib brg; p/n: 183866, l/n: 017260; vngd ssk 360 femur; p/n: 185283, l/n: 2904032; vg 360 univ pst fm aug; p/n: 185423, l/n: 766730; vg360 dst fm ag; p/n: 185303, l/n: 072920; vg 360 dst fm ag; p/n: 185403, l/n: 595180; bmt splined knee stm; p/n: 148306, l/n: 322210; bmt 360 tib 5.0 offset; p/n: 185211, l/n: 343790; bmt 360 tib tray; p/n: 185202, l/n: 334640; bmt splined knee stm; p/n: 148303, l/n: 101240; bmt 360 2.5mm offset; p/n: 185210, l/n: 918030; bmt 360 tib aug; p/n: 185222, l/n: 393480; bmt 360 tib sm cruciate; p/n: 185650, l/n: 342260. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01191, 0001825034 - 2019 - 01192, 0001825034 - 2019 - 01221, 0001825034 - 2019 - 01223, 0001825034 - 2019 - 01224, 0001825034 - 2019 - 01225, 0001825034 - 2019 - 01226, 0001825034 - 2019 - 01227, 0001825034 - 2019 - 01228, 0001825034 - 2019 - 01229, 0001825034 - 2019 - 01230. Remains implanted.

Event description:
It was reported patient had continued pain due to decreased range of motion approximately one year post implantation. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available at this time.